Manufacturer narrative:
Batch record review: a review of lot file b719 shows no nonconformities. This lot met all release requirements. A review of complaints received for lot b719 was performed. There were no other centrifuge bowl leaks reported to date for this lot. No trends were detected. No product was returned for investigation; therefore, no root cause could be determined based solely on the information provided by the customer. This is an expected event, reduced as low as practicable within the accepted risk level. Potential improvements to continue to eliminate potential and contributing causes are conducted through the CAPA system. (B)(4).

Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complainant: same as reporter. Customer reported a centrifuge blood leak alarm and then saw a bowl leak. This occurred at the beginning of cycle 1, not a lot of blood loss. Customer cleaned everything and restarted to treat the patient with a new kit on the same instrument. Customer will not return product for investigation.